Manufacturer narrative:
.The results of this investigation are still pending and will be communicated to FDA with in thirty days of its conclusion via followup MDR

Event description:
Catheter in place for 5-6 weeks then it started leaking just distal to the fixation wings. They replaced this with a twinflo same lot number, had no further issues.

Event description:
Catheter in place for 5-6 weeks then it started leaking just distal to the fixation wings. They replaced this with a twinflo same lot number, had no further issues.

Manufacturer narrative:
The complaint was forwarded to our parent company in (B)(6) for their evaluation. The investigation summary is as follows: this complaint cannot be classified as no sample had been returned. This complaint could not be investigated as we did not receive a sample for examination. The batch history records were reviewed and did not show any deviations during the production. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests are performed as well. This is the 4th complaint for batch 8001914 and the 3rd for batch 8002182. Concerning a leaking code (B)(4) this is the 11th complaint - but none of them have found to be manufacturing related. No corrective action will be taken at this time. However, both (B)(4) and vygon USA will enter this incident into our complaint log and continue monitoring for this problem.